Manufacturer narrative:
Manufacturer name, city and state correct country . MFR site correct address associated.

Event description:
It was reported that a revision surgery was performed due to an infection, femoral, tibia, patella and lgn ps high flex xlpe were removed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our clinical/medical team noted: no clinical relevant information has been provided to conduct a thorough analysis of the reported issue. Therefore, no medical assessment can be rendered. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.